Event description:
Related to MFR#: 2134265-2008-01064. It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon ruptured. The lesion being treated was 80% stenosed with moderate tortuosity and no calcification in the left brachial vein. A wallstent 10 mm x 20 mm was implanted. A portion of the prox edge of the stent seemed slightly narrower than the rest of the stent. The stent was then post dilated using a 8 x 40 mm ultra-thin diamond balloon catheter. The balloon was visible under fluoroscopy. On the first inflation, the balloon was inflated for about 15 sec and ruptured at 10 atms by the proximal edge of the stent. The device was removed intact. The stent was then fully dilated with an 8 x 20 mm ultra-thin diamond balloon catheter and the procedure was completed. The pt status is listed a good.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the device history record (DHR) for this related batch found that no units were scrapped. Taking into consideration the thorough eval conducted at the cis and the details of the complaint, caused by other device would be the most probable root cause because the balloon ruptured on the proximal edge of the wallstent.